Manufacturer narrative:
Continued e.1 postal code: 811-1395 journal article citation: tajiri, w., shimamoto, r., koga, y. Et al. A case of bia-alcl in which postoperative chest wall recurrence was highly suspected: the third reported case of bia-alcl in japan. Surg case rep 10, 196 (2024). Https://doi.org/10.1186/s40792-024-01996-6 additional contributing authors: wakako tajiri; junji kawasaki; yoshiaki nakamura; yumiko koi; chinami koga; hideki ijichi department of breast oncology, national organization kyushu cancer center, 3-1-1 notame, minami-ku, fukuoka 811-1395, japan. Ryo shimamoto department of plastic surgery, national organization kyushu cancer center, 3-1-1 notame, minami-ku, fukuoka 811-1395, japan. Yutaka koga; kenichi taguchi department of pathology, national organization kyushu cancer center, 3-1-1 notame, minami-ku, fukuoka 811-1395, japan. Makiko higuchi; ilseung choi; youko suehiro department of hematology and cell therapy, national organization kyushu cancer center, 3-1-1 notame, minami-ku, fukuoka 811-1395, japan. The events of necrosis, bia-alcl, and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: necrosis, bia-alcl, lymphadenopathy.

Event description:
Through journal article "a case of bia-alcl in which postoperative chest wall recurrence was highly suspected: the third reported case of bia-alcl in japan" a healthcare professional reported right side "painful nodule", "skin rash", "dimple", "implant shell was deformed and presented a wavy pattern", "core needle biopsy¿pathological examination showed atypical cells with extensive necrosis demonstrated by hematoxylin and eosin (he) staining. On immunohistochemistry, the mass was cd30-positive and alk-negative¿a diagnosis of bia-alcl was made¿" and "swollen internal mammary lymph node." The device has been explanted.